Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has no stimulation and the programmer shows a communication error when attempting to connect with the ipg. The patient stated he has not used his scs stimulation for a couple of years and his ipg may have depleted. Follow-up identified the patient had his scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperative.